Manufacturer narrative:
Event date: exact date unknown, event occurred some time ago.

Event description:
It was reported that the patient underwent a device explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.